Manufacturer narrative:
Manufacturing records for this lot were reviewed and found that the device was manufactured per specifications. Examination of the femoral component showed no signs of unusual wear or other use-related changes. Examination of the tibial insert showed normal wear patterns. Some of the wear patterns occured subsequent to tibial tray subsidence.

Event description:
Due to tibial subsidence, a surgeon revised a total knee replacement originally implanted 14 years ago. During knee revision surgery on (B)(6) 2015, the surgeon found that the femoral component was beginning to loosen, so he revised the femoral component as well.